Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the customer had a recoverable fault and disabled a universal surgical manipulator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed 319 error pointing to the usm. The customer continued with the case using three usms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a recoverable error and disabling a usm, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the reported issue and replaced usm to resolve the issue. System was tested and verified ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found to confirmed and replicate error 319. Usm was tested on a pftp where the fiber test would fail intermittently on the rolling loop fiber. The complaint regarding recoverable error was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.